Event description:
On (B)(6) 2013, it was reported to animas that allegedly there was a small bubble under the display screen in the left upper corner. The reporter stated the lens film was removed from the display and the issue continued. The reporter stated the pump was not exposed to water or moisture and there was no trauma. The reporter stated the screen was not cracked and that it could be read safely. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.